Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised on (B)(6) 2021 due to impingement of bone onto baseplate, approximately 2.5 years after primary surgery. Surgeon explanted 36/+3 standard humeral cup, 36mm centered glenosphere with screw, and 1 locking screw. They then implanted a 40mm eccentric glenosphere with screw, 40/+3 standard humeral cup, +9mm humeral spacer, and new locking screw.